Event description:
It was reported that the programmer had telemetry failure. The programmer and the radio frequency head were returned to service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. A printed circuit board assembly was replaced. (B)(4) no anomalies found.